Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failure to cycle alarm. The customer's blood glucose was 75 mg/dl at the time of incident. Troubleshooting was completed but was known that the drive support cap was sticking out. Advise customer to discontinue use of the pump and revert to back up plan per hcp instructions. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify restart error test alarm due to compromised force sensor system alarm.